Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The reagent lot number is 79079501 with an expiration date of 30-jun-2025. The calibration and qc were acceptable. The field service representative found the cell blank nozzle was leaving a droplet stuck to the needle between washes due to a broken/damaged valve. He adjusted the cell blank level and performed a successful hardware test. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results for 2 patient samples on a cobas 8000 c 702 module. Patient 1: the initial result was 5.0 mg/dl. The repeated result was 8.8 mg/dl. Patient 2: the initial result was 6.4 mg/dl. The repeated result was 8.5 mg/dl.